Manufacturer narrative:
The intraocular lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found a plastic particle in the patient¿s left eye after implanting the intraocular lens (iol). The doctor believes it might be coming from the plunger of the delivery system. The particle has been removed from the patient¿s eye. The iol remains implanted. The patient was doing well when discharged. The incision was not enlarged. A vitrectomy was not performed. Sutures were not required. There was no treatment or prescription given outside of the normal post-operative treatment.

Manufacturer narrative:
Device available for evaluation. Returned to manufacturer on: 04/09/2018. Device evaluation: the pcb00 device was returned, but not the particle. The plunger and all the components were evaluated. The reported complaint was not confirmed and there was no product deficiency identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.